Event description:
Information was received from a patient reporting that it is difficult for them to charge their stimulator because it was put in a bad position; near his hip. The patient states the health care provider talked about implanting in the abdomen but the patient didnt have enough fat there. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.